Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Dexcom representative advised patient's mother to reset the device and pair the devices before starting sensor session. No additional patient or event information is available.